Manufacturer narrative:
One (1) viper3d- x25 set screw driver [product code: 2867-35-430, lot number: gm3740401] was returned to the complaints handling unit for evaluation.upon receipt of the device it was noted that the distal tip was still attached to the device. Closer inspection of the distal tip revealed that there was a non-union in the weld. Even though a weld was present, the two parts- the distal tip and the shaft- were not fused together as a gap / filler was noted between the two parts (see attached photos). Since the two parts are not fused together, the tip can easily fall out of the shaft. Engineer was able to remove the tip from the shaft. There were no fractures noted on the driver tip. Tip features remained intact. It was also noted that the spring inside the shaft was missing. It is currently unknown where the component is, however, the missing spring does not affect the weld. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. Based on the visual inspection of the weld, a non-conformance (nc) nc # nr-0014811 was generated to track root cause. Based on the outcome of this analysis, no further actions will be taken as a part of this complaint file. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint received from (B)(6), synthes quality engineer. Noted during express care incoming inspection in (B)(6). During 1st audit inspection at (B)(6), it was discovered that the tip broke off. The part came from express care kit vipcrb lot #155.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.